Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were blisters on the bending section rubber and inserting part of the rhino-laryngo videoscope. The customer wonders whether these deviations were a result of cleaning with the ultraviolet-c (uvc) cleaning machine. The issue occurred during reprocessing of the subject device. There were no reports of patient harm.

Manufacturer narrative:
H3 was marked inadvertently, it should be remained blank. Based on the results of the investigation, it is likely that the event occurred due to the deviation in the reprocessing steps from the instruction manual.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The reported blisters occurred on the bending section rubber and insertion section was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. As a result of confirming the instruction manual (reprocessing manual), we found the description below. Warning only olympus-recommended or olympus-endorsed aers have been validated by olympus. When using an aer that is not recommended by olympus, the manufacturer of the aer is responsible for validating compatibility of the aer with each olympus endoscope, accessories and medical instruments. Only use the aer that meets the requirements of the relevant parts of iso 15883 series in the member states of the EU. Before using an aer, confirm that it is capable of reprocessing the endoscope. Be sure to attach all required connectors. Otherwise, insufficient reprocessing may pose an infection control risk. If you are uncertain as to the ability of your aer to reprocess the endoscope, contact the manufacturer of the aer for specific instructions and information on compatibility and required connectors. Olympus will continue to monitor field performance for this device.